Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that left ventricular (lv) lead exhibited high pacing impedance and high capture threshold. Programming changes were made. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
Break was also suspected on the lead.

Manufacturer narrative:
H6 should have included "break". B5 should have included "break was also suspected on the lead".